Event description:
The facility reports while moving the patient with the lift, the cna went to adjust the position of the patient and heard a noise like gears grinding. The weld on the motor broke. No injuries occurred.